Event description:
It was reported that 14 bd alaris¿ pump module smartsite¿ infusion sets leaked. The following information was provided by the initial reporter: "per customer, there has been a couple of reports of primary tubing (# 2426-0007) leaking".

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the primary tubing is leaking could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 and lot number 23039059 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that 14 bd alaris¿ pump module smartsite¿ infusion sets leaked. The following information was provided by the initial reporter: "per customer, there has been a couple of reports of primary tubing (# 2426-0007) leaking"

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.